Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product...capsular contracture with a baker grade iii on the right, and a...rupture¿ against right side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture baker grade iii.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the shell are observed. Brown particles on the gel are observed. Crease fold is observed. Wear abrasion is observed. One opening on posterior side assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
Device has been explanted.